Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a sensor error alarm and low blood glucose levels. The customer's blood glucose reading was 46 mg/dl. The customer treated with food and juice. The customer performed a test plug procedure and it failed. The customer's sensor was replaced. The insulin pump was not replaced or returned for analysis.